Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This was further described as a ¿light blue part appeared to come loose and fell to the floor¿ and the silicone tubing became visible. This occurred while disconnecting after automated peritoneal dialysis (pd) therapy, which resulted in not being able to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction e1: initial reporter address: remove asku (previously submitted) and replace with: see h11. Should additional relevant information become available, a supplemental report will be submitted.